Event description:
The customer reported that the device displayed error code "1000" (defib failure - biphasic processor). The field service engineer confirmed the error message and replaced the power pca. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.